Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72). During the procedure, the physician noticed under fluoroscopy that the red72 had broken inside the patient. The physician pulled the red72 out and then used a snare device to remove the distal part of the red72. It was reported that the red72 was also noticed to be unraveled at the proximal end. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed that the catheter was fractured. This type of damage typically occurs if the device is retracted against resistance. Based on the reported complaint, the root cause of the resistance could not be determined. Further evaluation revealed additional fractures, kinks, and bends along the catheter shaft. The fractures are likely the reported unraveling on the proximal end. These fractures likely occurred due to handling of the device upon removal from the patient. The kinks and bends are incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Due to the returned damage, the red72 was unable to be functionally tested during evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.